Event description:
A hospital in (B)(6) reported: first thread flank broke off during surgery. The piece was broken when trying to catch the implant screw. The surgery lasted longer than desired, but the patient did not suffer any sequelae. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis (B)(6). Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Review of manufacturing records has been requested.

Manufacturer narrative:
This device used for treatment and not diagnosis. A review of synthes device history records for lot 6860569 revealed the holding sleeve-long for matrix was manufactured by avalign-nemcomed, (B)(4), dated 4/17/12, for (B)(4) parts, was inspected to the synthes incoming final inspection sheet number (B)(4) on 4/18/12. The product conformed to all requirements. The certificate of compliance is dated 4/13/12. (B)(4) parts were released to the warehouse on 4/18/12. Due to an unknown cause, the threaded tip broke. The material of the inner sleeve was confirmed to be within specification as well as the major diameter of the threads. The threaded tip depth and location were unable to be verified due to the damage on the tip. The parts all passed inspection at the time of manufacturing.